Manufacturer narrative:
Samples requested from customer, but have not been received yet. Still awaiting receipt to allow for analysis. Siemens medical solutions diagnostics has issued two customer bulletins to provide more information and instruction to customers regarding this troponin ultra issue. Additionally, a resolution for this issue has been identified and will be available in october, 2007. Please refer to the two customer bulletins attached to this report for additional information.

Event description:
Customer stated, patient was admitted from another hospital due to elevated troponin ultra (ctni) results on an advia centaur. Patient was drawn at site with initial result of ctni 12.1 ng/ml with ckmb < 0.20 and ck = 60. Customer stated, that qc was all in range and sample heparinized plasma aliquot. Customer stated, patient was re-drawn, run and result of ctni was 9.48 ng/ml. All results were released and patient underwent cardiac catheterization that was diagnosed as normal. Customer stated that upon repeat of both samples on another centaur, results were 4.5 ng/ml and 2.0 ng/ml respectively. Customer diluted samples at 1:10 and calculated results were 0.18 and 0.19 respectively. There is no further impact to patient management reported.